Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 2 weeks in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Visual examination revealed the presence of damage to the cuff. An abraded area 4.5mm in size was noted on the underside of the cuff. Upon examination via magnification the abraded was comprised of score marks that measured approximately 0.5mm to 1.0mm in length. During performance testing the device was noted to leak from the location of the damage. It should be noted that the product did not become deflated until 2 weeks after placement. Our quality personnel determined the damage was caused during customer use.